Event description:
Customer reported the monitor is going blank. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the snubber and filament driver boards. System operates as intended. This MDR is related to ge healthcare complaint number.